Manufacturer narrative:
The report of the autopulse platform (sn (B)(4))'s display screen backlight not functioning was confirmed during functional testing of the platform upon initial power up. The root cause was attributed to a defective processor board. After replacement of the processor board, the platform was further tested and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the backlight on the autopulse platform (sn (B)(4)) display screen was not functioning. No known patient impact or consequence was reported. No further information was provided.